Event description:
Per the clinic, the patient reportedly experienced pain on the same side of his face as the implanted device. Reprogramming of the device alleviated the pain for a short time. Due to the pain, the patient has discontinued use of the device. Information of explant and reimplantation was not available at the time of this report april 6, 2010.

Manufacturer narrative:
(B) (4): implanted device remains.